Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that there were tachy marked events from the implantable cardiac monitor. Evaluation indicated oversensing noise or electromagnetic interference as likely. The device remains in use. No patient complications have been reported as a result of this event.